Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the ipg would not communicate with the programmer or charger. The patient was unsure of the last time the ipg was charged. She was also unsure of when she lost stimulation. As a result, the patient's entire system was explanted and replaced.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Evaluation: results: as received, no communication could be established with the ipg using a test standard programmer. The outcome aligns with the details reported in the event alleging the patient's failure to recharge the ipg for several months. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.